Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. During the procedure, an autolith touch ehl probe was unable to advance through the spyscope ds ii and as a result, the patient's common bile duct stones were unable to be removed. The procedure was not completed due to this event. A plastic stent was placed, and it was reported that the patient will likely be brought back for a follow up procedure to remove the stones at a later date. There were no patient complications reported as a result of this event.